Event description:
Caller stated, the pad was making a crackling noise and sparks.

Manufacturer narrative:
User stated that when she was using the pad, it was making a crackling noise and sparks. Our inspection came up with no physical evidence of anything burned or burn marks to verified it was emitting sparks. It also appears from our inspection the pad was misused, as we found: pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration, thermostat harness failed.